Manufacturer narrative:
Follow up 24-aug-2016: quality-safety evaluation of ptc (B)(4). No sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. A review of similar cases for the reported batch resulted in no unusual pattern identified. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority. It refers to a female consumer who had essure (fallopian tube occlusion insert) and had been in constant pain / pains in her pelvic area. She underwent a hysterectomy for the pain around 3 to 4 years later. Pelvic pain is listed in the reference safety information for essure. Considering that essure therapy may cause pelvic pain and that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required (implied). A review of the manufacturing batch record confirmed that the product met all release requirements. A product quality defect could not be confirmed but is considered plausible. Further information has been requested.

Manufacturer narrative:
Follow-up from 09-nov-2016: follow-up attempts have been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority. It refers to a female consumer who had essure (fallopian tube occlusion insert) and had been in constant pain / pains in her pelvic area. She underwent a hysterectomy for the pain around 3 to 4 years later. Pelvic pain is listed in the reference safety information for essure. Considering that essure therapy may cause pelvic pain and that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required (implied). A review of the manufacturing batch record confirmed that the product met all release requirements. A product quality defect could not be confirmed but is considered plausible. Despite follow-up attempts, no further information could be obtained.

Event description:
This is a spontaneous case report received from a consumer via regulatory authority in united states on 08-mar-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012, lot number 922607. Consumer stated that she wanted permanent birth control and the physician suggested essure. Right away when he went to insert coil, the pain was the worst pain she has ever felt. It was worse than child birth and having her gallbladder removed. She had bad cramps now and at weird times, plus she has been waken up out of her sleep because of weird pains in her pelvic area. She went back to the physician for the pain and she was scheduled for a hysterectomy, so she decided to read reviews on him and they aren't very good. She is searching for a new physician and going for a second opinion. Since essure, she has been in constant pain, cramps all the time and irregular periods. Headaches that last for days before period, she also feel that it dampers with her sex life. She still had norplant in her arm. Follow-up received on 30-mar-2016 the consumer's date of birth was updated (she was (B)(6)). Follow-up received on 28-apr-2016: the required number of follow-up attempts have been completed, with no response to date. Follow up information received on 15-jun-2016: quality-safety evaluation of product technical complaint (ptc): this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). In this case, no product was returned. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. Tubal spasms are an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Follow-up received on 01-aug-2016 from consumer (upgraded to incident): since she wrote the last time, she had a hysterectomy (2016). Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority. It refers to a female consumer who had essure (fallopian tube occlusion insert) and had been in constant pain / pains in her pelvic area. She underwent a hysterectomy for the pain around 3 to 4 years later. Pelvic pain is listed in the reference safety information for essure. Considering that essure therapy may cause pelvic pain and that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required (implied). A review of the manufacturing batch record confirmed that the product met all release requirements. The outcome of the technical complaint investigation resulted in an unconfirmed quality defect. Further information has been requested.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('weird pains in my pelvic area') in a 35-year-old female patient who had essure (batch no. 922607) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1 and cholecystectomy. Previously administered products included for an unreported indication: percocet. Concurrent conditions included morbid obesity and vitamin d deficiency. Concomitant products included levonorgestrel (norplant) for female sterilization. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced procedural pain ("when he went to insert coil the pain was the worst pain I have ever felt"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstruation irregular ("irregular periods"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced ovarian cyst ("ovarian cyst"). In (B)(6) 2016, the patient experienced pelvic adhesions ("sigmoid adhesions to left pelvic sidewall"). On an unknown date, the patient experienced abdominal pain ("bad cramps"), premenstrual headache ("headaches that last for days before period"), sexual dysfunction ("it dampers with my sex life"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and endometrial hyperplasia ("benign proliferative endometrium"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved and the procedural pain, abdominal pain, menstruation irregular, premenstrual headache, sexual dysfunction, vaginal haemorrhage, menorrhagia, dysmenorrhoea, weight increased, ovarian cyst, pelvic adhesions and endometrial hyperplasia outcome was unknown. The reporter provided no causality assessment for abdominal pain, menstruation irregular, pelvic pain, premenstrual headache, procedural pain and sexual dysfunction with essure. The reporter considered dysmenorrhoea, endometrial hyperplasia, menorrhagia, ovarian cyst, pelvic adhesions, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: trailing coils: left number of expanded coils trailing from left tube. Trailing coils: right number of expanded coils trailing from right tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pathology test - on (B)(6) 2016: uterus. Cervix and bilateral fallopian tubes - benign proliferative endometrium without atypia - no myometrial abnormalities seen, - no areas of endometriosis identified - cervix and lower uterine segment remarkable. - bilateral fallopian `tubes identified, one with lipomaicus mass at the fimbriated margin otherwise unremarkable.. Pregnancy test urine - on (B)(6) 2012: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: no sample available r this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. A review of similar cases for the reported batch resulted in no unusual pattern identified. Most recent follow-up information incorporated above includes: on 29-may-2019: pfs and mr received. Reporter's information updated. Event:abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), weight gain / loss specify which one: weight gain, left ovarian cyst; sigmoid adhesions to left pelvic sidewall; benign proliferative endometrium were added.lab data, medical history were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.